Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device and event information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the alternating current port was damaged due to damage to the alternating current inlet. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the alternating current (ac) power port of the maintenance unit was damaged. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus. Three good faith efforts (gfe) were made to obtain additional information regarding the event. However, no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.